Manufacturer narrative:
The certas plus valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However, a possible root cause for the over drainage, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted to a (B)(6) male patient on an unknown date with setting 8. The patient presented with irritability and enlarging subdural hemorrhages due to over drainage. The valve was removed and was inspected with no evidence of damage, it was tested on the side table with a manometer and the flow ran down to 0 despite the setting.